Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm during bolus. The customer's blood glucose reading was unknown. Customer performed troubleshooting and found that the alarm was caused by an infusion set or reservoir occlusion. Nothing was replaced or returned.